Event description:
It was reported that during equipment testing conducted at the user facility, the drill was overheating. No pt involvement, no delay, no medical intervention, and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device eval, it was found that the rotor was stuck in the driveshaft and was found to be damaged. The bearings on the driveshaft were found not to be turning smoothly. Both of these observations are probable causes of overheating.